Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose ranged from 20 mg/dl to 40 mg/dl. The customer's blood glucose was 256 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the programming was adjusted. Troubleshooting was not performed. The insulin pump will not be returned for analysis.